Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2.5 mg/ml of bupivacaine at 1.1 mg/ml and 5 mg/ml of morphine at 2.2 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was having a pump revision. The patient started having pain at the pocket site a couple weeks ago, relative to (B)(6) 2019. The hcp moved the pump on the day of the report ((B)(6) 2019). No further information was available at the time of the report. No further complications were reported or anticipated.